Manufacturer narrative:
(B)(4). Batch # r5737c. Device analysis: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure only three-fourths of the staples formed properly during an unspecified firing with an unspecified green reload. It was unknown if there was any buttressing material used. The remaining fourth of the staples were "goal posts"/unformed. Surgeon oversewed entire staple line to prevent leak. There were no patient consequences.